Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and other non-malignant pain. It was reported the patient's pump was removed a few months after it was implanted. The patient got an infection, it wasn't healed and the body rejected the device. The patient went to their first refill and they had to take it out right away. The drug information, other medications, pertinent medical history, and diagnostics performed were not reported in regard to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.